Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "replace sensor" message with the freestyle libre 2 sensor. When the caller tried to obtain scan reading, the error message displayed and customer had to be woken from sleep for capillary test. The customer was sweating and hypoglycemic, and required treatment of food by the caller. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported a "replace sensor" message with the freestyle libre 2 sensor. When the caller tried to obtain scan reading, the error message displayed and customer had to be woken from sleep for capillary test. The customer was sweating and hypoglycemic, and required treatment of food by the caller. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.